Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calicified mid right corornary artery. A 4.00 x 32 synergy stent was advanced but failed to cross the lesion. When it was removed, it was noted that the stent strut was lifted. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calicified mid right corornary artery. A 4.00 x 32 synergy stent was advanced but failed to cross the lesion. When it was removed, it was noted that the stent strut was lifted. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status was stable. Device evaluated by MFR.: synergy ous mr 4.00x32mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the mid-section of the stent with stent struts lifted and pulled distally. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.